Event description:
The end user states the brake pad on the rollator fell off. She states she has had the rollator for 12 years and is discontinued. She states she uses the rollator indoor and outdoor. She states there aren't paved roads around her. (B)(4).